Event description:
A physician reported that the tube came out of the cutter because of an overpowering gas pressure while the anterior vitrectomy (a-vit) was being performed during the cataract surgery. It was reconnected, but the tube came off after adding gas pressure. The surgery was completed by replacing the new product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used cutter probe pak was received. It was visually inspected and confirmed that the clear tubing was detached from the probe engine port. No solvent was observed on the tubing. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).